Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with surgery (to remove the essure device: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, migraine, pelvic pain, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2016, itching since (B)(6) 2012, redness since(B)(6)2012, vaginitis since (B)(6)2012, vaginal odor, vaginal irritation, sulfonamide allergy, asthma and uterine leiomyoma. Concomitant products included sertraline (zoloft) since 2016. In (B)(6)2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2011, the patient experienced depression ("depression"). In (B)(6)2011, the patient experienced dyspareunia ("pain during intercourse / painful intercourse"). In (B)(6), the patient experienced migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), vaginal infection ("vaginitis"), fungal infection ("yeast infections") and headache ("headaches"). On (B)(6)2016, 5 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and scar ("scar tissue"). The patient was treated with vagisil, antibiotics and surgery (y2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge, procedural pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, fungal infection, headache, depression, dysmenorrhoea and scar had resolved and the uterine haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, scar, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: in latest follow up, essure insertion date was reporterd as 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: confirmed full occlusion of fallopian tubes ultrasound scan - on an unknown date: not a cyst concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal pain, vaginal discharge further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received: event outcome of all events updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2016, itching since 2012, redness since 2012, vaginitis since 2012, vaginal odor, vaginal irritation, sulfonamide allergy, asthma and uterine leiomyoma. Concomitant products included sertraline (zoloft) since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginitis"), fungal infection ("yeast infections"), headache ("headaches"), depression ("depression") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with vagisil, antibiotics and surgery (y2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving, the uterine haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, fungal infection, headache, depression and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: in latest follow up, essure insertion date was reported as 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal pain, vaginal discharge. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporter, treatment medications, concomitant disease and new event uterine haemorrhage added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2016. Concomitant products included sertraline (zoloft) since 2016. On (B)(6)2011, the patient had essure inserted. On (B)(6)2016, 5 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginitis"), fungal infection ("yeast infections"), headache ("headaches"), depression ("depression") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (y2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving, the vulvovaginal pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, fungal infection, headache, depression and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: in latest follow up, essure insertion date was reporterd as 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: confirmed full occlusion of fallopian tubes further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, vaginitis, yeast infections, headaches, depression, dysmenorrhea added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2016, itching since (B)(6) 2012, redness since (B)(6) 2012, vaginitis since (B)(6) 2012, vaginal odor, vaginal irritation, sulfonamide allergy, asthma and uterine leiomyoma. Concomitant products included metronidazole (flagyl) for bacterial vaginosis and vaginal discharge as well as fluticasone propionate (flonase) since 2000 and sertraline (zoloft) since 2016. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("infection (other)- bacterial vaginosis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / painful intercourse"). In 2012, the patient experienced vaginal infection ("vaginitis") and fungal infection ("yeast infections"). On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and scar ("scar tissue"). The patient was treated with vagisil, antibiotics and surgery (y2016, hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge, procedural pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, fungal infection, headache, depression, dysmenorrhoea and scar had resolved, the uterine haemorrhage was resolving and the fatigue, alopecia, bacterial vaginosis and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, scar, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: in latest follow up, essure insertion date was reporterd as 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes ultrasound scan - on an unknown date: not a cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal pain, vaginal discharge. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2018: plaintiff fact sheet was received events added from pfs- fatigue, hair loss, bacterial vaginosis, apareunia. Reporter information, concomitant drug were added. Events onset date were updated. & abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) clubbed to previous events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2016, itching since 2012, redness since 2012, vaginitis since 2012, vaginal odor, vaginal irritation, sulfonamide allergy, asthma and uterine leiomyoma. Concomitant products included sertraline (zoloft) since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse / painful intercourse"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginitis"), fungal infection ("yeast infections"), headache ("headaches"), depression ("depression"), dysmenorrhoea ("dysmenorrhea") and scar ("scar tissue"). The patient was treated with vagisil, antibiotics and surgery (y2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving, the uterine haemorrhage, vulvovaginal pain, abdominal pain lower and scar outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, fungal infection, headache, depression and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, scar, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: in latest follow up, essure insertion date was reported as 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: not a cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal pain, vaginal discharge. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media report: event dyspareunia confirmed. She thought she had a cyst, but ultrasound test excluded this possibility and attributed event to scar tissue (new event). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery to remove the essure device (hysterectomy with bilateral salpingectomy) on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, migraine, vaginal discharge and procedural pain was resolving and the vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, migraine, pelvic pain, procedural pain, vaginal discharge and vulvovaginal pain to be related to essure. The reporter commented: in latest follow up, essure insertion date was reported as 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2018: reporter, events vaginal pain and severe cramping added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.